Event description:
It was reported that the device does not charge. Back-up device was available. There was no injury or damage to the patient. Device is available for investigation.

Manufacturer narrative:
We have now concluded the investigation for this complaint. Manufacturing records reviewed found no non-conformances or anomalies during production and the device met all specifications upon release into distribution. A review of the complaint history found other instances of this reported issue. These instances are being monitored to determine if additional actions are required. The renasys touch and power supply device with serial number ktam160051, used in treatment, was returned for evaluation. A visual inspection found the back casing to be damaged. The functional evaluation found no relationship with the reported failure to charge as the device performed within expected parameters under test. There was no fault found. A contributor factor to the event is that when the battery reaches a set temperature during charging, charging is halted until a lower temperature is achieved. Depending on the actual conditions this pause may be so long that full charge is not obtained prior to the user removing the device from the mains. Recommendations: - storage of the device should be within an area that is not subject to high temperatures - ensure the device is fully charged prior to use. - locking the screen is recommend during the charging process. - do not charge the device whilst it is stored in its carry bag. - it is important that all users of this device, read and follow the instructions in the supplied manual for use.